Manufacturer narrative:
Customer indicated that they performed a correlation study for k+(potassium) results between two instruments (rapidlab 1265 and advia 1650) after patient died and their conclusion regarding correlation study was, "the difference found was 0,3meq/l between the value obtained in serum and the value obtained in gas analysis. Taking into consideration the difference in methodology and the sample analyzed, the commutativity between devices is within the expected standards." As per information provided by the hospital risk manager ( physician ) indicates that the laboratory instruments were working as intended. The event is being investigated by siemens. The root cause for this event is unknown.

Manufacturer narrative:
Siemens customer product support team assessed quality control material potassium (k+) data from the rl1265 analyzer. All quality control data from each level was within range and the files indicate rapidqc complete lots 361202, 362301, and 363203 were used. All three lots were within the applicable expiration dates during this time period. Due to the elapsed time between the event occurrence and the date reported, detailed summary files that retain the data are not available as they are only resident on the rapidlab 1265 for 30 days and the advia chemistry systems for 7 days. As a result, the k+ sensor calibration or response data cannot be assessed. Siemens does not have any information from the customer site as to whether or not inaccurate results were reported, if patient treatment was performed, or if corrected results were reported. The customer indicated that the advia results were more adequate to the context of the patient. As a result of our investigation into this event, and data we were able to obtain from the customer, the instruments were performing as expected. Not being able to obtain any additional information from the hospital, prevents siemens from investigating this event any further to determine the actual cause for the differences in the potassium results with this patient.

Event description:
Customer reported discordant potassium (k+) results on the instrument. Customer reported that patient died.